Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-22 the representative further reported that the pump had not recovered prior to explant. It was unknown if there was more than one motor stall or any other error messages present in the logs upon interrogation. The pump logs would not be returned.

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving unknown baclofen 2000 ug/ml at a dose of 450 ug/day via an implantable pump. The lot number, concomitant medications, and medical history were not obtainable. Information was received that on (B)(6) 2016, during normal use, the patient was hospitalized due to acute drug withdrawal symptoms. The device interrogation showed "motor stop occurred". It was reported as unknown if there were an external, environmental, or external factors that might have led or contributed to the event. Diagnostics and troubleshooting included "irogating smii and follow up". The pump was explanted and replaced on (B)(6) 2016. At the time of the report the patient's status was reported as alive-no injury. Further, the patient was doing well again. The pump was expected to be returned.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
The pump was noted to have delivered baclofen 1000 mcg/ml. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.